Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling, power cycling, and functional stress testing without duplicating the malfunction. The device passed the final test procedure and was recertified. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection testing, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.